Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml exactamix bags had leaked at the corners when used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This issue occurred during preparation. There was no patient involvement. Patient code (B)(4) will replace the previously reported (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.